Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (5l80659), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in switzerland that during an unknown procedure on (B)(6) 2021, it was observed that every second suture on the dynacord¿ suture (blue), with os-6 needle multi (12) pack device would tear from the suture while closing the skin. The surgeon stated that he did not pull strongly on the needle while suturing. Another like device was used to complete procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.